Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 44mm x 3.0mm, eccentric, de novo target lesion with a bend of >=90 degrees was located in the severely tortuous and severely calcified left circumflex artery. After pre-dilatation was performed with 1.2x8 and 3x20 emerge balloon catheters, a 3.00 x 48 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was removed and it was noted that the tip of the stent itself was deformed. The device was replaced with another of the same device and following post-dilatation with a 4.5/15 nc emerge balloon catheter, the procedure was completed. No patient complications were reported and the patient status was stable.